Event description:
Additional information received reports that antibiotics were administered to the patient after the fact but antibiotics were not ad ministered during the trial implant. It was noted due to scheduling difficulties, the healthcare provider left the lead in too long which mostly likely caused the infection. Even though irrigation and other appropriate protocol were used during the trial implant, the healthcare provider did not think to administer antibiotics. It was noted after the infection was diagnosed that the patient was given antibiotics. The representative was asked about the date of onset of the infection, if the patient had meningitis, the culture source and type of organism. He did not have that information and was unsure of what cultures were taken or what organisms were identified. The patient was doing fine after antibiotics were administered. The patient went on to implant on (B)(6) 2014. The representative has not heard from the patient or healthcare provider since the implant, therefore, suspects everything has been going well. The representative was at the patient's permanent implant and the patient did not have soreness and the pocket site healed very nicely after the implant. The lot number for the lead was va0ldq0.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had interstim trial system implanted since (B)(6) 2014 and she was very uncomfortable with it. Stim was turned on and it was working for her and she was scheduled for permanent implant on the (B)(6), but she doesn't understand why she hasn't been able to finish the trial yet. The patient felt like it was left in too long, longer than it was supposed to be. The patient hadn't felt good in general, and had pain and physical discomfort at the trial site for about the last 7 days. Symptoms came on gradually. The patient noted she may be feeling this way because of her nerves; the patient has a panic disorder and ocd. The patient didn't like not being able to take a bath or see her grandchildren. The patient stated this was "tearing my nerves up" but confirmed she was not alleging nerve damage. She was using this as an expression meaning it was making her nervous. The patient talked with manufacturer's representative about this yesterday. The representative agreed that the trial should be removed and told the patient he would follow up with managing hcp's office to see if the procedure could be moved up. The patient had not heard back from the representative yet. The patient had an infection at the trial site a couple weeks ago, and she contacted the managing hcp (healthcare provider) about it and was directed to clean it with soap and change the bandages. The patient did this and "it was fine". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.